Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that she had damaged one touch verio test strips and was getting an error message with each damaged strip . The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The patient was sent replacement test strips. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had damaged one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k093745.